Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is inconclusive due to the state of the returned sample. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the majority of the alleged microintroducer was out of focus and it was unclear if any damage or defect existed on the sheath. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported uneven edges of sedinger's puncture sheath found prior to placement. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported uneven edges of sedinger's puncture sheath found prior to placement. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.